Event description:
The pt's wife reported that the pt received an e10 (cartridge error ) message after changing the cartridge on his insulin infusion device. Prior to the call, she stated the pt had changed the battery, adapter, and tried to change the cartridge again. She stated the pt has switched to his backup infusion device. During troubleshooting, the pt's wife was instructed to rewind the piston rod. The piston rod did not properly rewind. On follow up and during troubleshooting with the pt, it was discovered he inserts the cartridge without the adapter and tubing attached which causes insulin to spill out into the cartridge compartment. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.